Event description:
It was reported that there was a procedural delay of less than 30 minutes during an unspecified procedure. Procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to the repair base, and the reported failure was not confirmed. In addition, the following malfunction was identified during the device evaluation: due to wear on the scope socket, high brightness does not enter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the visera elite xenon light source had lamp lighting failure e103. This event occurred during an undisclosed procedure. There was no report of patient harm.